Event description:
Affiliate received report from distributor that among 312 units bought from baxter in 1999, 46 incidents of blood leaks occurred during first of the product. Some leaks were reported at adapter from dialyzer to blood lines and some at the head. It was reported that 1 patient had 3 dialyzers with blood leaks in one day. Additional information is attempting to be obtained. No patient injury was reported.